Event description:
After receiving a shock, the pt went in to see his doctor. Upon interrogation of the device, the physician observed noise reversion on the egms. There was also a decreased impedance change. The pt stated that he had been using power tools replacing kitchen cabinets. It was suspected that the use of this machinery may have caused the noise reversion.